Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2023-00114. A physician reported a bactiseal catheter (ID 823072) was implanted via ventriculo-peritoneal (vp) shunt 2 years ago with unknown setting. It was used with certas valve (ID 823072). In (B)(6) 2023 , the patient's symptoms worsened. Shunt imaging was performed, ventricular enlargement was observed. Obstruction was suspected and the catheter was removed and replaced on(B)(6) 2023.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The bactiseal catheter kit (ID 823072) has been returned for evaluation. Failure analysis - the catheter was returned in 2 parts. The catheters were visually inspected and no defects noted. The catheters were irrigated and no occlusions noted. No root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer, could be due to a kink in the catheter, or an issue with the valve.

Event description:
N/a.